Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt may have had an infection and was attributed as the reason the device was explanted. The removal took place a number of months ago and done in a different city than the implant by another doctor. Pt's status was unavailable at the time of report. Additional information has been requested and will be made as f/u as it becomes available.